Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was black and difficult to read. The customer reported that she was unable to see how much insulin she was delivering. Blood glucose level at the time of the incident was 89 mg/dl. The customer stated that the device slammed into the car door. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform the displacement test due to lcd damage. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.